Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The white handled osteotome broke when attempting to extract the poly. Update (B)(6) 2016: follow-up from the territory office indicates the instrument is broken midshaft into two pieces.

Manufacturer narrative:
Examination of the device confirmed the reported breakage. The end of the device exhibits evidence of heavy impacts during usage. The root cause is attributed to user technique/error. Inappropriate heavy impacts have been delivered to the device resulting in breakage. A two-year search of the complaint database against product code (B)(4) did not find any additional reports of handle component breakage. Based on the determination of user technique/error as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.